Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon attempted to load a 12.1mm vich12.1 implantable collamer lens, +10.00 diopter, and the lens tore. There was no patient contact. Another same model/length lens was implanted on (B)(6) 2021 and the problem was resolved. The cause of the event was unknown.